Event description:
It is reported that in 1987 patient underwent right total knee replacement. Several years later, in 1999, the patellar component was found separated. As a result, in 2000, patient's knee was revised.